Manufacturer narrative:
The device was not yet returned to the manufacturer for analysis. The plant investigation is in progress and a supplemental medwatch report will be submitted upon completion of the investigation.

Event description:
A customer reported that a a2101 mayfield ultra base unit had a rubber cushion slippage. There was no patient injury or surgery delay reported. Additional information has been requested.

Manufacturer narrative:
The device was returned for evaluation. The unit received has moved forward in handle and is impending 6 in transitional from going into handle and was received without the 6 in transition member. The shock cushion is worn. Also, the adjustment wrench is broken. The device history record revealed that the device has exceeded its expected life of 7 years; manufactured in q4 2010. The complaint event was confirmed. The root cause has been identified as normal wear and tear from use and handling. No manufacturing, workmanship, or material deficiency has been identified.

Event description:
N/a.